Event description:
It was reported that during arcr, when the surgeon inserted the anchor into the joint, it was found that the anchor got broken. No patient injury was reported.

Manufacturer narrative:
Device was returned. Product was used for an arthroscopic rotator cuff repair procedure. There is bio material attached to the product. Visual inspection of the device confirmed broken threads. All pieces are present. Sutures are still attached to the device. The condition of the anchor indicates excessive force was applied. First threads are burnished from torque with insertion attempt. Per IFU: ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The recommended prep instrument is a 5.5 mm threaded dilator. Request for clinical details relayed bone quality as unknown and prep instruments used were unknown. No root cause related to the manufacture of this device was determined. Use error may have been a contributing factor to the event. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that during arcr procedure, when surgeon inserted the anchor into the joint, it was found to be broken. Broken pieces were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.